Event description:
It was reported that one day after a device replacement, the patient received an inappropriate shock due to noise. Noise was observed on both the atrial and ventricular channels. A lead connection or setscrew issue was suspected. Additional information received indicated that because of the noise and inappropriate sensing and because the device was almost protruding, a pocket revision was appropriate. The leads were checked and setscrews appeared to be secured and no fractures were detected. The atrial lead noise and ventricular sensing issues could not be reproduced. Blood that seeped into the device header was cleaned. Attempts to cannulate the subclavian vein to insert a new pace sense lead for future use was aborted "because of anatomy". The doctor chose to revise the pocket. The leads and the device were reused. No further patient complication was reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The rv lead is part of the advisory for this model.